Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer experienced hyperglycemia and diabetic ketoacidosis the customer¿s blood glucose level was 300 mg/dl at the time of incident and last night it blood glucose level was 547 mg/dl. Customer experienced symptoms such as abdominal pain for high blood glucose event. Customer was treated with insulin for high blood glucose level. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer also stated that the cannula was bent. Customer stated that the auto mode feature was actively on at the time of high blood glucose event. Customer stated that the insulin pump was alleging under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the high blood glucose level event.